Event description:
Reporter alleged blood glucose monitoring device results were discrepant with a comparative meter reading done by the ambulance within 3 mins. Reporter stated result of 86mg/dl at 8:26 pm and self treatment with dietary adjustments and then retested afterwards at 8:36 pm with a reading of 184 mg/dl. Rptr stated at 9:02 pm result was 296 so drank water until 10:04 pm when result was 17mg/dl. Reporter indicated taking 3 glucose tablets and calling 911 who arrived 3 mins later to obtain a result of 170 mg/dl. Rpt indicated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.